Event description:
Customer reports four incidents of blood leaks with the psn 140 dialyzer. No patient injury or medical intervention reported per customer. No further incident detail was retained by the customer.